Manufacturer narrative:
Zimvie complaint number cmp-49572-2024 a4: patient weight unknown / not provided d1: brand name unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided e1: last name unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
It was reported that clinician attempted to remove broken screw in implant #7. Screw unable to be retrieved so implant was removed.

Manufacturer narrative:
Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, a fractured screw was stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002p3, the most likely root cause determined from the investigation was the excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. A fractured screw was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.